Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the lever was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Due to the reported difficulty, unused sterile devices were returned from the account. A sample of units were visually and functionally tested with no anomalies found. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a large bore hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, following the deployment of the sutures of a prostyle device, the foot of the device did not retract completely resulting in resistance when the physician attempted to pull the device out. After applying force, the device was removed from the anatomy. The sutures of the device had captured the vessel successfully. The sutures of an additional proglide were also placed. The tavi procedure was completed and hemostasis was achieved with the pre-placed proglide and prostyle sutures post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A second prostyle device (opened and not used) already on the table was tested outside the patient anatomy. When lifting the lever, there was a considerable amount of resistance to deploying the foot so the device was not used. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b5: case description was updated. H6: health effect - impact code 2645 was removed as the device was returned in a used state

Event description:
Analysis of the returned device revealed that there was blood in the device indicating that the device was inserted into the patient and not deployed. No additional information was provided.